Event description:
While putting the device together, you should hear two clicks, but device would not click twice, attempted two times. Had to replace the device.======================manufacturer response for stryker ultrasonic curved shears, (brand not provided) (per site reporter).======================no response to date.